Event description:
It was reported that the pt had a rejuvenate revision. Blood serum level was elevated. The pt's cobalt level was 6.9 and the chromium level was 1.12.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.